Manufacturer narrative:
The reported event of dislodgement and capture problem were confirmed. Visual inspection noted the outer helix was stretched out of specification and inner helix was compressed out of specification. The outer helix elongation is consistent with having occurred during procedure. The compressed inner helix may have contributed to the reported dislodgement and capture anomaly noted in the field. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. Post-procedure, it was discovered the atrial leadless pacemaker (lp) had dislodged. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and inappropriate capture were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the inner helix compressed and outer helix was stretched out of specification. The inner helix compression and outer helix elongation is consistent with procedure related damage. Further analysis performed found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information noted chest x-ray confirmed the leadless pacemaker had dislodged to the right ventricle and was inappropriately pacing the right ventricle prior to explant.

Manufacturer narrative:
The reported events of dislodgement and inappropriate capture were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.